Event description:
Additional information reported indicated that the issue resolved without sequelae on (B)(6) 2011.

Manufacturer narrative:
.

Event description:
It was reported that during a clinical study that the patient developed an infection and skin reaction at the lead introducer site, in their lower back and sacrum area. The patient's dressings were changed daily to treat the blistering and raised erythema. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Neurostimulator model 3625, serial# unk, implanted: na, explanted: na, lead model 3889-28, lot# v581950, implanted: (B)(6) 2011, explanted: na.